Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found cracks on the middle body of the minicap. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information from the patient revealed that the patient used force to tighten the minicap causing the minicap to crack. Conclusion code changed from. The cause was determined to be use error due to patient using force to tighten the minicap. Use errors and proper user instructions are addressed in ¿grip the minicap lightly and hand-tighten clockwise onto the transfer set until firmly secured. Note: avoid overtightening the minicap." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The exact lot number of the device is unknown; however, the device was reported to have two potentially associated lot numbers, 15b02h15 and 15b09h15. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was noted before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.